Event description:
Boston scientific received information that this patient's defibrillation lead was exhibiting impedance measurements greater than 125 ohms and isometrics showed noise on the shock channel. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations and recommended performing a commanded shock test to evaluate the lead and to also perform a data download to review actual impedance values. The patient was referred to an electrophysiologist for additional testing. It was noted that this patient is relatively non-compliant. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received one year later, stating that lead testing still produced some shock impedance measurements greater than 125 ohms. A disk analysis was performed which confirmed the out of range measurements are saturated and numerous. There is a concern for a connection issue. A boston scientific technical services stated that he physician should consider getting an x-ray of the header to see if a connection issue can be identified. This product issue will be updated if additional information is received.

Event description:
--